Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that had a cracked rear case near the bolus port, ¿no disposable alarm¿ was not functioning when the set was taken out, and there was a double beeping after the set was taken out. There was no known customer damage, and the issue was not related to physical damage or abuse. The product fault occurred during testing. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was received for evaluation. Visual inspection found cracked housing, a scratched lcd lens, and contaminated dso and uso sensors. There was a high-pressure alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the contaminated dso sensor and the rear housing/ lens damage were the root causes. The dso sensor and the lcd lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.